Manufacturer narrative:
(B)(4)

Event description:
It was reported "incident occurred on (B)(6) 2024. The peel-away distal side of the introducer has a 'fold in' which damaged the device and prevented it from entering in the patient progressively in the insertion site." The device was changed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one sheath and dilator within a PICC kit for analysis. Definite signs of use in the form of biological material were observed on the returned components. Visual and microscopic analysis revealed that the sheath tip was damaged and folded. The sheath was additionally severed to analyze the cross section. The sheath length measured 2 3/4" which is within the specification limits of 2 5/8 - 2 7/8" per the sheath product drawing. The sheath outer diameter measured 0.0785" which is within the specification limits of 0.075-0.081" per the extrusion product drawing. The sheath inner diameter measured 0.064" which is within the specification limits of 0.062-0.067" per the extrusion product drawing. The peel-away sheath and dilator were functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "ensure dilator is in position and locked to hub of sheath." The dilator was removed, reinserted back into the sheath, and locked into the sheath hub. The dilator was able to pass through the sheath tip with little to no resistance. R & d and manufacturing were previously consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the sheath tip, including the sheath tip manufacturing process and/or undue force applied unintentionally by the user. Due to the possibility that manufacturing contributed to this damage, they will further investigate this issue. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage. Precaution: do not withdraw dilator until sheath is well within vessel to reduce risk of damage to sheath tip." The report of peel-away body damage was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath tip was damaged and folded up the dilator. Despite the damage, the sheath and met all relevant functional requirements. Various factors could contribute to the observed damage to the sheath tip, including the sheath tip manufacturing process and/or undue force applied unintentionally by the user, therefore, the root cause is undetermined. A non-conformance was initiated to further investigate potential root causes at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "incident occurred on (B)(6) 2024. The peel-away distal side of the introducer has a 'fold in' which damaged the device and prevented it from entering in the patient progressively in the insertion site." The device was changed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".